Event description:
It was reported that an intermittent loss of capture had been observed on the right ventricular lead. Device reprogramming resolved this but lead impedance values were intermittently low. The physician opted to cap and replace the lead. At that time, insulation damage was noted on the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.